Event description:
It was reported that the patient presented in clinic with chest pain. Upon interrogation, the ventricular lead exhibited a sensing anomaly. It was discovered that the lead had dislodged. The lead was explanted and replaced.